Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse reported that the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced shaking then was unconscious. The reporter treated the patient with 120 mg fast acting glucose. The cgm was reading 86 mg/dl and the blood glucose reading was 35 mg/dl at some point during the event. There was no medical evaluation or further intervention. At the time of the call, the patient was experiencing headache and dizziness. No other details were documented. Diligence was attempted to contact the reporter for more information; however, they were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.